Event description:
Target was notified that during a neuro infusion of papavarin, the catheter was found to be seperated at its distal segment. The catheter was removed, but the distal segment remained in the body. The distal catheter segment was snared and removed from the body. There was no consequence to the pt's health from this occurrence. The pt was on a ventilator system throughout the procedure.